Event description:
The advia 1650 and advia 2400 systems have the potential for reporting incorrect results and influencing pt care negatively. This is due to reagent carryover issue affecting the magnesium method. There are nine advia 1650 / 2400 methods that when run in a cuvette that is subseequently used for magnesium can cause various levels of overrecovery of the magnesium concentration. The advia 1650 and advia 2400 systems have a cuvette contamination avoidance routine that will minimize these interferences. This feature will be utilized to avoid future issues with interferences in the magnesium method by the following methods: cholesterol, uric acid, triglycerides, direct ldl, direct hdl ii, glucose hexokinase ii, creatine kinase, amylase and inorganic phosphorus.